Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial # (B)(4), description: avista MRI perc lead kit, 56 cm. Model #: sc-4319, lot # 19541305, description: clik x MRI anchor. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away. The physician believes the patient¿s passing was not stimulator related. No further information can be obtained.